Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee surgical procedure, it was observed that the battery oscillator device would not lock the blade correctly; and that it would loosen while oscillating and was shorting out. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: MFR site: the manufacturing site name and address were documented as waldenburg in the initial medwatch report. The location has been updated to oberdorf. The manufacture site name/address has been updated accordingly to reflect the updated manufacturing facility. Reliability engineering evaluated the device and the reported condition of the device shorting out was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the oscillating head was cracked, the needle bearing was broken and there was an unknown liquid inside the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.